Event description:
It was reported to the aci sales professional that a patient underwent a diagnostic coronary catheterization procedure on (B)(6) 2011. Access was obtained at the common femoral artery via a 6f procedural sheath. There was no report of a pre-procedural femoral angiogram to assess the suitability of closure. Post procedure, the physician who is a trained user of the mynx, used the device to close the access site. It was reported that the physician inserted the catheter and inflated the balloon. The physician then retracted the balloon against the arteriotomy. Once temporary hemostasis was obtained, the physician shuttled down to expose the advancer tube however, the advancer tube did not engage. The device was removed and the physician converted the patient to 15 minutes of manual compression. The patient was ambulated and discharged to home with no reported clinical sequela. No further information was provided.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the cause could not be determined. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.